Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate mode switches. No programming changes were made or patient symptoms reported. The patient would be monitored.